Event description:
Event description cpi received information that an invasive procedure was performed on 4/30/96 to evaluate this bipolar lead, model 4261, for a lead impedance issue. The lead tested appropriately during the invasive procedure, but the physician elected to replace the lead at that time.